Event description:
It was reported that while helping the pt out of bed, the therapist/nurse may have held the pt's arm and anteriorly levered the humerus on glenoid. On (B)(6) 2012, the pt was revised for a dislocated glenoid.

Manufacturer narrative:
Investigation in process.